Manufacturer narrative:
Stryker evaluated the customer device and verified the reported issue. Stryker observed that a third party modem cable caused the device to power off. However it is unknown if that cable was used during the reported event. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.